Event description:
The customer reported that several minutes into performing a tooth extraction with this drill, the pt received a blister to the lip. The size of the blister was described as half an m & m candy. The procedure was completed successfully with an alternate handpiece without serious injury or surgical delay. The customer reported that the bur guard in use was tested following this event and functioned without overheating.

Manufacturer narrative:
Investigation findings: conmed linvatec received this drill for evaluation and during testing, confirmed that the device gets hot after several minutes. Further investigation found that overheating is related to rust-like deposits in the handpiece and collet assembly from extended use. The last date of repair found for this unit is jan 2006. The bur guard used during this procedure was not returned for eval as the customer reported that it functions without overheating. The manual and instruction for use (IFU) inform the user to monitor the drill and bur guard for overheating pre-operatively as well as during use. The manual also informs the user that failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or bur guard. Overheating can lead to possible burn or injury to the pt or medical personnel. General warnings include the following: continually check all handpieces and attachments for overheating. Discontinue use and return equipment for service as necessary. The recommended service interval for this handpiece is every six (6) months.